Event description:
On (B)(6) 2010, the sutureless pump connector was replaced due to disconnect from the catheter. The sutureless connector and the clear boot were replaced. During surgery, the hcp noted a seroma in the pump pocket. The pump contained baclofen 2,000 mcg/ml at 230 mcg/day. It was unk if the pt experienced signs/symptoms of baclofen withdrawal prior to connector replacement surgery. The pt outcome was unk by the reporter. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).